Manufacturer narrative:
A remote service quote order was initiated for the customer, for a material only part replacement. Case closure notes, later state, that the customer rejected the service quote. So no further work was performed by philips. Philips is unable to rule out that a malfunction did not occur. The customer rejected the service quote for the equipment to be evaluated. So a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
The customer called and spoke with a philips representative. The customer requested pricing for a replacement battery with no engineer evaluation. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer was given pricing for a new battery, however, to date, the customer has not ordered a replacement battery. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device had a battery issue. There was no patient involvement.